Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10. Additional point of contact: name: (B)(6). Phone no. (B)(6). A getinge field service engineer (fse) was being dispatched and had arrived on the site and had verified the reported issue upon further testing. Fse had further found that two (2) of the bp transducer cables were bad and causing the issue. Then the fse had replaced the cable with a new one which is being provided by the customer and the unit is now reading pressures when connected to the patient simulator. Actually there was no issue with the actual cardiosave unit, but the issue was with the accessory bp cable. Equipment passed all functional tests and sent for customer use.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed no cable when connecting to arterial pressures . The customer were able to use another unit without any issue. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.